Manufacturer narrative:
Approximately six weeks after having a stent placed in the right proximal cephalic, subclavian junction, it was noticed that the stent was fractured. The target lesion was a stenosis on the right proximal cephalic, subclavian junction. The target lesion was pre-dilated during the index procedure. Two stents (7x60 and 7x40) were deployed during the procedure and post-dilated with a powerflex balloon. The fracture was noticed when the patient came back for a thrombus declot of an av graft. The stent ((B)(4)/ lot 15392484) was fractured in two separate places and remains in the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. The subclavian vessels are prone to and undergo biomechanical forces such as flexion during movement. Also, the vessels may be compressed by external structures, including the clavicle and first rib. This may lead to restenosis or thrombosis, also well-known potential complications of this type of procedure. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.

Event description:
As per the sales rep. A smart stent was implanted in the patient and approximately six weeks after stent implantation it was noticed that the stent was fractured. The stent was placed on (B)(6) 2011. The target lesion was a stenosis on the right proximal cephalic, subclavian junction. The target lesion was pre-dilated during the index procedure. Two stents (7x60 and 7x40) were deployed during the procedure and post-dilated with a powerflex 7x4 balloon. The fracture was noticed when patient came back for a thrombus declot of an av graft. The stent (c07040ml/ lot 15392484) was fractured in two separate places. The stent remains in the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.